Event description:
While in use by dr, the harmonic ace laparoscopic shears would not function. Harmonic said the device needed to be tightened and harmonic kept saying to tighten even though it had been done already. Manufacturer response for harmonic shears, (brand not provided) (per site reporter): operating room materials manager to notify rep and return device.